Event description:
This is a report from a customer in (B)(6) of several bags of accusol that failed to spike correctly resulting in a large amount of air being drawn into the circuit. The lines became disconnected during therapy due to the poor spiking. The hospital educator reported correct procedure was followed when preparing the accusol bags in question, so the blue rings had been removed before the wings had been pressed in.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.